Event description:
Post-surgical pt (foot surgery 8/2/95) on IV fluids, morphine sulfate drip & pt controlled analgesia (pca), cardiorespiratory (cr) monitor & oximetry. Last visual check approx 0530. Found in full arrest at 0630, o2 sats per monitor: 98%. At conclusion of unsuccessful resusitation attempts, cr monitor alarms were in off position. Unable to determine if alarms were turned off during resusitation, at some point prior to arrest, or were not set when monitor was applied to pt 8/2/95. Mds & rns finding pt in full arrest state no alarms were sounding.